Event description:
The user facility reported that during a ureteroscopy procedure, the dilator split apart and broke inside the patient. The physician retrieved the broken pieces from the patient. There was minor delay in the procedure, however the procedure was successfully completed using a different device. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, the evaluation has not been completed. Upon completion of the evaluation, this report will be supplemented accordingly.